Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 401 mg/dl which has been treated. Customer also stated that they were getting alert to change sensor and calibration not accepted. Customer declined to troubleshoot for high reading and to review sensor best practices (site selection, taping, calibration protocol). The sensor will be returned for analysis.